Event description:
The catheter broke into two pieces and required surgical intervention for removal of the retained piece.

Manufacturer narrative:
A male pt was admitted to the hosp on (B)(6) 2011 for a hip replacement. The foley catheter was inserted pre-operatively and was functioning well. On (B)(6) 2011, the clinician found the catheter broken with one piece outside the pt but the tip was retained inside the pt. The pt was not confused. He did report that he had an itch and pulled on the catheter. It is unclear exactly what happened or what caused the incident. There were no complications with the hip procedure or post operatively to contribute to this reported incident. The retained piece was removed via a surgical procedure. The sample was returned and evaluated. The fracture took place approx 1 1/2 inches from the tip and at the location of the balloon. The catheter is manufactured as a single piece and does not have any joining of multiple pieces in the area of the balloon. It is not likely that the catheter had a tear prior to insertion as the tear would have prevented the balloon from inflating. A root cause has not been determined. We have no other similar issues reported and no corrective action is indicated.